Manufacturer narrative:
The referenced suspected thrombosis with subsequent pump exchange were reported under medwatch MFR. Report # 2916596-2018-03546. Approximate age of device - 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The patient received an emergent pump exchange on (B)(6) 2018 due to suspected thrombosis. It was reported that patient had a stroke on (B)(6) 2018. The patient switched to batteries just before 1800 to go for a walk with rn, upon standing for a few minutes, patient verbalized that their left arm felt numb. The patient lowered themselves to the chair and their head began twitching. Rapid response was called, rn tried to get patient to speak, but speech was incomprehensible and patient cried, patient bit tongue and then had a more unresponsive episode. The patient received 4 mg IV ativan. Could not dopple map or obtain pulse oximetry reading. Patient transferred from chair to bed with opera lift and transferred emergently to the cardiovascular intensive care unit. Brain CT showed multiple old infarcts and a small occipital intraparenchymal hemorrhage without mass effect. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed elevations in power and flow estimation; however, a specific cause for these observations could not conclusively be determined, and a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The submitted log file initially contained data that appeared to show the pump being initialized at implant. Once the clock was set, the file contained relevant data from (B)(6) 2018 at 21:27 through (B)(6) 2018 at 12:20. Pump power ranged from 5.1-6.9 watts until (B)(6) 2018, when power began trending upward and ranged 7-11.4 watts for the remainder of the file. Throughout the file, flow estimation ranged from 3.9-11.7 lpm; and the average pi varied between 0 and 5.4. The fixed speed was set to 9400 rpm, and, post-initialization, pump speed remained above the low speed limit for the duration of the file. The pump appeared to function as intended. The account communicated that the patient went for a walk on (B)(6) 2018, and, upon standing for a few minutes, verbalized a numbing feeling in the left arm. The patient lowered into a chair and began experiencing head twitching. Rapid response was called, and the patient¿s speech became incomprehensible. The patient began crying, had a more unresponsive episode, and bit his tongue. 4 mg of intravenous (IV) antivan was administered, but the center couldn¿t not dopple mean arterial pressure (map) or obtain pulse oximetry reading. The patient was transferred from the chair to the bed with opera lift, and transferred emergently to cvicu. A brain CT was taken, and revealed multiple old infarcts and a small occipital intraparenchymal hemorrhage without mass effect. Lab tests revealed that the patient¿s lactate dehydrogenase was elevated out of the baseline range on (B)(6) 2018 and (B)(6) 2018. As of (B)(6) 2019, the patient is reportedly stable and living at home. The patient¿s last clinic visit was (B)(6) 2019, where the inr goal was set to 2.0-3.0 and ldh was back to baseline. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists stroke, bleeding, and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system, and contains information regarding the recommended anticoagulation therapy and inr range. Additionally, this document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a code stroke was called following witnessed seizure-like activity on (B)(6) 2018. The patient was given IV ativan (lorazepam) after biting tongue. Subject became unresponsive. They were loaded with 1 gram keppra (levetiracetam). Computed tomography showed small idiopathic pulmonary hemosiderosis in left occipital lobe as well as other ischemic strokes of differing ages. Subject remained neurologically appropriate, answering questions and oriented. Patient was given several amps of bicarb to correct severe acidosis secondary to a lactate of 17 (which quickly resolved, no further seizures).